Manufacturer narrative:
No product returned for evaluation. Should new relevant information become available, a follow up supplemental report will be submitted. A follow up with the customer on (B)(6) 2015 indicated that the customer was able to lower their blood glucose on (B)(6) 2015 using manual injections. The customer was also able to load a cartridge successfully.

Event description:
Received information regarding a cartridge alarm 5 during the load process. Customer's blood glucose level was elevated. The customer indicated that manual daily injections (mdi) would be administered.